Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission. No patient symptoms were noted. Review of the remote transmission and stored egms noted device exhibited post-paced t-wave oversensing. Programming change was recommended.